Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Concomitant medical products: dtba1d1, crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the transmission from the cardiac resynchronization therapy defibrillator (crt-d) showed p-wave measurements as invalid or missing. Undersensing was also noted on the atrial lead. The device and atrial lead remain in use. No patient complications have been reported as a result of this event.